Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified one curved opening on the anterior, and an observed void >1 mm in non-textured, valve-to shell-bond area. A leak test and microscopic analysis was performed which identified one striated opening on the anterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: one striated opening assessed as surgical damage consist in the use of some surgical tool.

Event description:
Healthcare professional reported a left side deflation. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. Device was explanted.